Event description:
It was reported by repair work order that the left side rail foot latch was misaligned. Upon inspection of the unit by the service technician, it was identified that the patient left siderail would not latch properly in the upright position.